Event description:
The manufacturer received information alleging a dreamstation 2 auto advanced CPAP device overheated. The patient reports the device becomes hot to the touch and it caused intermittent operation of the device. There was no report of flames, warping, smoke, or odor. The device was plugged into the ac outlet. The patient reports there was no harm. The patient stopped using the device a month ago and received this device as a replacement in march of 2022. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.